Event description:
It was reported via an FDA request letter, the suture locked up in the deployment device resulting in a right femoral artery exploration and repair. Further investigation revealed the patient did fine following the removal of the angio-seal.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined.